Event description:
A malfunction alarm with code malf 9 was reported, and the customer confirmed that it did not lead to any adverse impact on their blood glucose level. Technical support assisted the customer with resetting the pump, and the issue did not recur afterward. As a result, the customer was advised that they could continue using the pump and to contact support again if the issue reappeared.